Event description:
It was reported that a balloon rupture occurred. A 10 mm x 3.00 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on inflation, the balloon ruptured. The procedure was completed with a non bsc device. No patient complications were reported and the patient status was good.